Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was confirmed that there was no impact to the patient.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058, serial # (B)(4) showed no significant anomalies and passed final functional testing. Analysis did find the set screw was backed out too far. Good, stable output was observed on all electrode pairs. The telemetry was determined to be acceptable. Due to the nature of the complaint, a lead insertion test was performed. Insertion and withdrawal of a dry lead was performed and was found to be within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with a neurostimulator. It was reported that there was lead insertion difficulty during procedure. The caller stated the lead would not insert fully into the header block. The caller stated they could hear it when they tightened the screw and when using torque wrench it would click, but the lead wouldn¿t pass all the way through so that you could see the blue tip. The caller stated they ran impedances but didn¿t provide the results. The caller stated the physician tried rotating the lead and they were afraid the physician would crimp the lead. The caller stated they didn¿t know if the physician backed out the screw of not but they were never able to insert the lead and when they would tighten the screw they would hear it click. The physician used a new implant and the lead was successfully inserted into the header block. No patient symptoms were reported. No further complications were reported.